Event description:
Customer reported receiving a motor error alarm and an additional error alarm on the insulin pump. Customer stated that the motor error alarm occurred during bolus. Blood glucose level was 115 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No e70 alarm noted on alarm history screen. However, the insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).